Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 ml of juvéderm® voluma¿ with lidocaine to the malar region and 1 ml of juvéderm ultra plus¿ xc in the malar region. Approximately a year later, patient injected in the right and left hemifaces with 1 ml of skinvive¿ by juvéderm®. Five days later, the patient returned with the appearance of ¿palpable and visible irregularities¿ at the injection site, characterized by ¿multiple, persistent papules/nodules.¿ six days after injection, patient was treated with hyaluronidase twice. After treatment, improvement was initially noted, but ¿residual scarring¿ was identified as well as ¿white spots.¿ this record captured ultra plus¿ xc.